Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The received additional information does not change the final conclusions of previous investigation.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-165224 ¿ ringloc bipolar ¿ 634340; 12-151311 ¿ echo femoral stem - 214140. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00800.

Event description:
It was reported that patient underwent a left hip revision approximately 3 weeks post implantation and a second revision approximately 1 month later due to possible infection. The head and outer liner were removed and replaced. Wash out was performed. Attempts have been made and additional information on the reported event is unavailable at this time.